Event description:
While performing a cardiac intervention, the guidewire (pt2, boston scientific) tip broke off in the left main artery. An attempt was made to retrieve the wire tip with a snare and in the process the wire tip dislodged out of the left main and went downstream and relocated into the circumflex artery.